Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 280- 492 mg/dl. It was reported that the cannula was bent and the pump had no delivery. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by infusion change. The insulin pump will not be returned for analysis.